Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. The root cause could not be determined. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed. Email address for contact office above is (B)(6). Mxp# (B)(4), qerts# (B)(4).

Event description:
Report 2 of 3. A customer complained about what was described as discrepant d(rh1) antigen typing results for one pregnant patient using the ortho mts gel system in conjunction with their ortho vision-ID mts analyser. Date of event: (B)(6) 2021. Complainant/complaint reporter: (B)(6) reported on 16 july 2021 by (B)(6) to ortho care helpdesk. Reagents: mts a/b/d monoclonal and reverse grouping card (product code: mts080515; lot 031121037-03; expiry 29 dec 2021; manufactured 29 mar 2021). Software version: (B)(4). Patient¿s information: pregnant female patient. Previously typed as d(rh1) antigen negative. Administered rhogam in (B)(6) 2021. The customer reported that, on (B)(6) 2021, they had tested a pregnant patient sample for d(rh1) antigen typing using mts abd monoclonal and rev grouping card lot 031121037-03 in conjunction with their ortho vision-ID mts analyser, and that they had obtained a positive (4+) result in the anti-d microwell. The customer reported that this was a discrepant result due to the patient having previously being d(rh1) antigen typed negative in december 2020. The customer was expecting a negative result. Due to this discrepancy, the customer reported that, on the same day, they tested a fresh sample from the same patient using the same mts gel card lot and analyser, and that they obtained a positive (4+) reaction. The customer reported that, on the same day, they then tested the same patient samples (original and fresh) using an alternative commercially available method (bio-rad antisera), and that they had obtained positive ("+-4+) reactions after immediate spin. The customer reported that, on the next day, they tested another fresh sample from the same patient post delivery, and that they obtained a positive (4+) reaction using the same analyser, and that they had obtained a positive (2+) reaction via tube method. The customer stated that the patient was also administered rhogam post-delivery. Sample was then sent to ref lab for work, including molecular testing. The customer reported that no biased result was reported to a physician. The customer reported that the patient was not harmed as a result of the reported events.